Event description:
The product was evaluated. An external visual inspection was performed and failed due to the usb port being contaminated. Pictures were taken. A receiver charge test was performed and failed. A receiver boot test was performed and passed. A "try it" sound test was performed and failed due to the sound being low. Functional tests were not performed due to contaminated usb port. An internal visual inspection was performed and failed due to foreign object damage on the speaker. Pictures were taken. The audio speaker resistance was measured and passed. The receiver log was not downloaded and reviewed due to the receiver not powering on. The allegation was confirmed. The probable cause was determined to be foreign object damage. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. Product has been received but is pending evaluation. A follow up report will be submitted once the evaluation is complete. No injury or medical intervention was reported.